Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion device displayed ongoing e4 occlusion errors due to bent infusion cannulas. This first began in (B)(6) 2011, and the issue occurs two times within a day. Pt uses the infusion set insertion device to insert the headsets. Pt was advised on alternate types of infusion sets was sent a complimentary box. Alleged infusion sets were discarded and were not requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.